Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® volux¿ in the mandibular area. A few days later, patient experienced pain and swelling at the site of treatment. They presented with a dental problem, probably an abscess. Patient was treated by specialist doctor. Symptoms on going.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., a.3., b.2., b.3., b.5., b.7., section c. Suspect product, d.4., d.6a., h.4., h.6.

Event description:
Additional information reported approximately a month after injection, progressive nodular inflammatory process of the various sites began. Healthcare professional continue to drain the abscess 1/2 times a week and prescribed antibiotic therapy (augmentin /cortisone/brufen/azitromicina/ gentalin b). Symptoms resolved. Patient had covid-19, deemed not related to the device. Symptoms re-occurred.